Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04300 / 04301).

Event description:
It was reported that during a total hip arthroplasty, two acetabular liners would not engage with the cup after multiple attempts. Another liner was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Liner exhibits damage to the locking ring. A small amount of material has been scraped from the ring and is still attached to the liner. This damage likely occurred during attempted implantation and removal of the liner. Due to the nature of the damage, no dimensional analysis will be conducted. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports.